Event description:
It was reported that during surgery, the bovie electrosurgery device touched the patient's implantable neurostimulator (ins) and wiped all of the programming. The manufacturer's representative reentered all four programs using the physician programmer and the ins worked well for the patient.

Manufacturer narrative:
Product ID: 3037, product type: programmer. (B)(4).